Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30546936m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebral infarction. Pulmonary vein isolation was performed on the patient on (B)(6) 2021. The procedure was completed without any problems. The patient had cerebral infarction on (B)(6) 2021 and was transferred to another hospital. Onset of the cva was two (2) days after the procedure. The physician commented that there is no causal relationship. Although the cause of cerebral infarction was unknown, there is a possibility that the thrombus broke during the process of healing af and improving blood flow. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 19-aug-2021. This adverse event was discovered post use of the biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was patient condition related. The patient was transferred to another hospital. Patient outcome of the adverse event was unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).